Event description:
A pregnant female of unknown age was told by a physician that the fetus was not alive. She contacted an ob/gyn who performed an exam and an ultrasound. He concluded that she was (B)(6) weeks pregnant; however, the fetus was not alive (missed abortion). The physician started performing a uterine evacuation procedure and suspected a perforation, so he stopped the procedure. The patient was experiencing mild lower abdomen pain. The following day she had developed a fever and was referred to another facility. No further information was obtained concerning the outcome.

Manufacturer narrative:
Womancare global first became aware of this ae on 04/13/2010. Initially it was not clear if our cannulae was used or a competitor. On 05/22/2010, we received confirmation from dr (B)(6) that our device was involved.